Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board. System operates as intended. This MDR is related to ge healthcare complaint number 13275110.

Event description:
The customer reported the collimator closes down and opens on its own after the button is released. No pt injury was reported.